Event description:
It was reported to medtronic minimed legal received information from the attorney of the family on may 24th, 2024, medtronic received notice of a device/product legal hold notification containing 3 individual claimants. The reporter alleges that with the use of one or more medtronic mini med 600 series insulin pumps, the customer experienced a possible over-delivery anomaly, a possible under-delivery anomaly, retainer ring damage, and leaks. The customer reported hypoglycemia and hyperglycemia treated with an ems/ambulance/ER visit. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-1715kl, mmt-332a, and unomedical. The customer reported that the pump was dropped, bumped, and/or had possible physical or cosmetic damage. The customer reported low blood glucose. The customer reported a reservoir leak. No further patient complications were reported. No product return is required for mmt-1715kl. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.